Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that staff had an issue with device while in sync mode. The staff stated the patient was shocked but there was no indication that the device actually charged. No negative patient impact was reported.